Manufacturer narrative:
The insulin pump was received with cracked case (battery tube) and battery tube threads - cracked. Also noted was a critical pump error (open book image) alarm due to moisture damage to the electronic assembly. Unable to perform the self test and the displacement test due to critical pump error (open book image) alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture also crack on the back of insulin pump. The customer blood glucose level was unknown. Customer states o-ring is in place and it was free of debris. Customer states battery cap was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.